Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an excessive no delivery alarm after her insulin pump's screen went blank during a bolus and she changed the battery until the screen returned. The customer's blood glucose level was 69 mg/dl. Standard troubleshooting was performed. The customer was advised that the excessive no delivery alarm occurred because her insulin pump experienced an unexpected restart. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.